Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting increased pacing impedance measurements which had exceeded 2000 ohms. There was no evidence of noise or inappropriate events. A boston scientific technical services consultant suggested continued follow ups and lead troubleshooting with lead manipulation at the patient's next visit. Additional information was received noting that the pace/sense portion of this lead was subsequently removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains active in the patient and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.